Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a fold crease, total delamination of the plug strap disk shell and three curved openings. A leak test and microscopic analysis were performed, which identified: two striated openings, one sharp crease opening on the posterior side, non-penetrating nick, total delamination on the plug strap disk shell and wear abrasion. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: two striated openings due to surgical damage consistent in the use of some surgical tool, one sharp crease opening on the posterior side due to a fold flaw opening, and total delamination of the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.